Event description:
A customer reported problems with the cautery during a procedure. The system was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
The company rep examined the system and reseated a printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for october 2013 did not reveal any nonconformity related to cautery problems; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).